Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery tests or verify motor error alarm due to e52 alarm. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.